Manufacturer narrative:
During the site visit, the field service representative (fsr) observed fluid over the reaction carousel. The fsr verified the cuvette washer operation and no issues were found. The fsr performed a cuvette wash, completed daily maintenance, and ran qc with all results in specification. No additional decreased results have been reported since the service activity was completed. A definitive cause of the discrepant result was not identified. However, the possibility of a fluid spill cannot be ruled out. Return testing was not completed as returns were not available. A review of the architect c16000 analyzer, serial number (B)(4) service history revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A 12-month search for similar complaints did not identify a trend related to the current complaint. The most recent product monitoring review for the architect c16000 systems found no systemic issues or trends for the issue associated with this ticket. The architect system operations manual and the architect c16000 service and support manual, provide adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation no product deficiency was identified for the architect c16000, sn (B)(4). Patient identifier = more than one patient results were reported, but only one patient identifier was provided. No further patient information was provided by the customer.

Event description:
The customer reported falsely depressed calcium and sodium results on two patients generated on the architect analyzer. The results provided were: pt#1 sodium (na)= 104meq/l / retest on different architect = 144 (normal range 135-145meq/l); sid (B)(6) sodium = 108 / different arch = 142meq/l, calcium = 4.9mg/dl / diff arch = 8.9mg/dl (normal range 8.5-10.7mg/dl). There was no reported impact to patient management.